Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer reported symptoms of dizziness when meter provided blood glucose test result of 60 mg/dl. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Product is stored in the kitchen. Test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.